Event description:
During an on-site service baxter field service engineer found the pump had a failure code 570. The pump was not in use on a patient the problem was discovered. Health region did not report any patient injury or medical intervention associated with this event.